Event description:
New information received notes that the patient¿s condition was stable before, during and after the procedure.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
It was reported that the left ventricular lead was explanted and replaced due to high pacing threshold.

Manufacturer narrative:
A complete lead was returned in one piece measuring 86.4 cm. External abrasion breaching the inner coil lumen and exposing the inner coil lumen was found at 34.0 ¿ 34.2 cm proximal to suture sleeve tie impression from the connector pin consistent with friction to device can. This is consistent with the observation from the field of high pacing threshold.